Event description:
A report was received via social media that the patient had a nerve damage in her upper right back. It was also stated that the ipg had migrated.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received via social media that the patient had a nerve damage in her upper right back. It was also stated that the ipg had migrated.